Manufacturer narrative:
Follow-up # 1 date of submission 3/26/2017 device evaluation: the device has been returned and evaluated by product analysis on 3/02/2017 with the following findings: during visual inspection of the pump, it was observed that the returned battery cap had stripped threads and had a contact height that was out of specification. The battery cap would not tighten to the pump causing an intermittent power loss. It was also observed that the battery compartment was cracked. Unrelated to the original complaint, it was observed that the display screen was dim and discolored and the keypad was torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.